Event description:
Nurse was unable to obtain reliable cardiac output values following cardiac surgery. (Operating room reports that they were able to obtain cardiac output co values during surgery.) The baseline of the co waveform was unstable and wandered enough to cause the monitor to sense an injection and compute a value (in auto mode). When attempting to perform cardiac output the wave would not return to normal and the cycle would not complete so that no reading was obtained. Occasionally a cycle would complete but staff had no confidence in the value because of the problems and the waveform shape. Every item related to this parameter was replaced except for the catheter and that leads company to believe there may be a problem with this product. Similar problems have been experienced with three pts recently.